Manufacturer narrative:
Exact patient age is unknown, but was reported to be over 18 years. Visual evaluation of the returned device found that the flare had detached from the handle, and a pronounced kink was identified at the proximal end of the sheath. Functional testing could not be performed. The complaint that the snare loop would not extend from the sheath was confirmed; the detached flare prevented device actuation. The most probable root cause of this failure is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a rotatable oval snare was used during a colonoscopy procedure (procedure date unknown). According to the complainant, the snare would not extend from the sheath when inside the patient's colon. The procedure was completed with another rotatable oval snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. This event has been deemed a reportable event based on the investigation results: flare detached.